Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Nozzle missing. The time of event is before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary pentax medical did not receive a response to an email gfe (good faith efforts) on 22-aug-2022 to determine if the nozzle itself or the adhesive around the nozzle fell onto the body. However, we confirmed that there was no harm to the patient. It concluded that the nozzle fell off due to external loads such as impact or the effects of chemicals.